Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. Prior to the fse's arrival, the customer changed the aspirate probes and duck bill. The fse noted troponin I was failing percent coefficient of variation (cvs) on all attempted calibrations. The fse performed foam/no foam testing, and the foam test failed. The fse inspected the aspirate probes and tested the aspirate systems. Aspirate probe #1 was aspirating slower than aspirate probes #2 and #3. The fse inspected the aspirate tubing and discovered it worn and stretched. The fse replaced the tubing and retested the aspiration test. All probes aspirated at consistent and even rates. The fse repeated the foam test and it successfully passed. The fse calibrated troponin I and performed three levels of troponin I quality control at five repetitions each resulting within range with good precision. The rest of quality control test resulted within specifications. The fse completed repair verification per the established procedures. All system test results conformed to the manufacturer's published performance specifications. Note: incomplete aspiration in the reaction vessel (rv) due to worn peri-tubing can result in over recovery of the troponin assay. The samples were collected in plastic lithium heparin tubes and centrifuged at 3,000 rpm (rotations per minute) for 10 minutes. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported imprecision troponin I (accutni) results, one within the risk stratification range, for one patient involving unicel dxi 800 access immunoassay system. The discrepant results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.